Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, cannot read with these lenses, distance is great. Symptoms were continuing. Additional information was requested and received patient can read (20/25) up close without correction with both eyes open holding the near card at the proper distance, patient cannot see up close well, but objectively measures are good. Additional information has been received and stated that there was no improvement in the patient's reading vision. The distance vision was very good, and the patient is using +2.50 readers. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.